Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was confirmed per the provided medical records. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from patient support, a call was received from a patient who underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 1 year and 3 months later, the patient was informed that the valve is failing after an echo performed during an ER visit for an unrelated issue (uti). The patient was not given any additional information regarding the valve failure and is waiting to hear back from their doctor with more information on addressing the failing valve. As per phone call between the patient and edwards safety officer, it was noted that the patient had a follow-up appointment with the cardiologist and they are going to hold off on interventions for now and see the patient back in 3 months. Patient advised they will call back if they need an intervention in the future. After a review of the medical records, the patient's md stated the 23mm tavr valve has recurrent early stenosis by gradients at 14 months post implant. The patient is asymptomatic therefore there is no plan for re-intervention at this time. Patient will be watched closely, remain on eliquis and repeat echo in 3 months to re-evaluate. The plan is to perform viv as "deferred as possible" at some point in the future. Echo report at the time of this visit reveals mean gradient 46mmhg, no thickening, no ca++, no central ar, mild pvl and diagnosed stenosis with ava by vti 0.5cm2 and ava/bsa peak 0.3cm2.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of additional information indicating intervention (valve in valve) occurred on 9/feb/026. Updated b4, b5, g3, g6, h2, and h11. Corrected h6 clinical code.

Event description:
Approximately 2 years and 2 months post tavr procedure, a field clinical specialist has reported that the patient underwent a valve in valve (viv) intervention with a 20mm sapien 3 ultra valve inside the pre-existing 23mm sapien 3 ultra valve due to stenosis and pannus. Pre-intervention symptoms included dyspnea. The intervention was completed successfully, with no central leak noted. The patient remained stable at the conclusion of the procedure.